Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with around 100 units of insulin. The customer added additional insulin to the cartridge and received a minimum fill notification again. Subsequently, a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.